Event description:
A malfunction alarm with code malf 15 was reported, and the customer initially used a reset option provided by technical support to address the issue. However, the malfunction code recurred after resetting the pump, prompting the need for further intervention. There was no reported adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, confirming it was still under warranty, and provided instructions for returning the defective unit. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuity of insulin delivery.